Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the indent pin was sticking; fse cleaned and lubricated the pin. Fse then ran patient samples and quality controls (qc); all results were within acceptable range. The g8 instrument functions as intended and the error cleared. No further action required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through the awareness date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 712 x2-axis error is generated due to operation error in x2-axis. The countermeasure is for the user to inspect the t x2-axis execute sl. Rotate. The most probable cause of the reported event was due to the indent pin needed to be realigned and lubricated.

Event description:
On (B)(6) 2018, a customer reported getting message 712 x2-axis error on the g8 instrument. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.